Manufacturer narrative:
The device remains implanted in the patient and ins not available for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information information has been received.

Event description:
Medtronic received information that approximately four years post-implant of this bioprosthetic valved conduit in a pediatric patient t, this conduit was replaced valve-in-valve with a transcatheter pulmonic valved conduit. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that this device was replaced due to pulmonary insufficiency and progressive right ventricle dilatation. No other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.